Event description:
It was reported that during decapping with bd vacutainer® urine analysis preservative tube the stopper remained in the tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that opening products with sysmex's opening machine has become more difficult than before.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.